Manufacturer narrative:
One device was returned for investigation in used conditions without the original packaging. Visual inspection confirmed the customer complaint that shaft was separated from the connector, it was seen that the whole adhesive was attached to the connector. During the manufacturing process, devices are routinely inspected for quality assurance. Investigators went through the manufacturing process and were not able to duplicate the reported issue with any of the manufacturing tools used during the assembly process. Based on the analysis conducted and the customer report, it presents damage which can be caused by excessive manipulation or cutting with a tool; the assembly process was reviewed in which no sharp tools are used and there is no way to cause damage manually. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer experienced a broken tracheostomy tube. The event resulted in an emergency tracheostomy tube change. Patient involvement but no patient or clinical injury.